Event description:
The minilock huber needle being used to access the patient's port was leaking during a routine blood draw/saline flush. No harm to patient or staff.this facility has had similar previously reported events with this device leaking. In those reports, a different lot number was noted than is in this report. All products are from the same catalog number. There is no visual damage to the product: staff cannot tell if a product will leak or not prior to using it.